Event description:
Patient is reported to have developed a burn on the buttocks following treatment with the anodyne therapy professional system. Patient did not receive medical intervention and has healed.

Manufacturer narrative:
Patient is reported to have developed a burn on her buttocks following treatment with the anodyne therapy professional system for 30 minutes at an energy setting of 6. Facility reported that the pt laid on the therapy pads which is clearly stated as a precaution in the important safety and instruction manual. The unit involved in this incident was returned for evaluation and found to be operating within specifications. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported, and the number of units in distribution. Company continues to monitor and trend events of this type. This adverse event is being reported at this time, as a result of a change to the company decision tree for reportable events.